Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 275 mg/dl at the time of the incident. The customer did not allow insulin to warm to room temperature prior to filling reservoir. The customer was instructed to disconnect from the infusion set at the quick release. Troubleshooting was performed. The reservoir will not be returned for analysis.